Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The male adapters of the tubing sets were connected to q-syte luer access split septum devices and were being used to deliver unspecified medications via plum a+ pumps. After unspecified lengths of time in use, the tubing sets disconnected from the q-syte devices. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).